Event description:
It was reported the patient experience discomfort (described as pain) located at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted.